Event description:
Event description guidant received information that this transvenous lead has exhibited a gradual but continuous rise in pacing impedance, from 1600 ohms at implant to >3000 ohms currently. A guidant technical services (ts) consultant discussed troubleshooting through physical manipulation. The physician elected to invasively evaluate the lead/device connection, and discovered a loose setscrew on this implantable cardioverter defibrillator (ICD). The setscrew was tightened, which corrected the issue. No additional complications were reported.